Event description:
It was reported that the customer was hospitalized with dka. The doctor said neither the customer of the pump was available for troubleshooting, but insisted that the device be replaced because the bolus history is incorrect. Replacement unit was sent.